Manufacturer narrative:
(B)(4). Method: one complaint chamber was received and visually inspected. Results: the visual inspection revealed that the chamber was cracked at the base of the dome. The crack started next to the bracket and stretched for about 9cm towards the baffle. Due to the presence of white residue, it was not possible to see if the crack had stress marks. A lot check revealed four other complaints for this product for the lot number provided. Conclusion: we were unable to determine what caused the problem observed by the customer. However, it is most likely related to damage from transportation or storage of the device as the fault was detected shortly after the customer started to use the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported that mr290 autofeed humidification chambers were leaking water during use. A babylog ventilator was used but the customer was unable to remember which model. No patient consequence was reported.